Event description:
The customer reported the sys had no fluoroscopy image but the x-ray indicator lights up when x-ray commands are given. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.